Event description:
According to the complainant, at approximately four-minutes into the proecdure, the hta procedure set alarmed with a 10cc and 18cc's per minute warning, they aborted the case. Another attempt failed to get a cervical seal during the hysteroscopy and at that point, they stopped the procedure and noticed a 1 centimeter vaginal burn at the introitus. The physician said this is a 1st degree burn and applied silvadene cream and will monitor the patient for the next couple of days. Follow up received indicated the patient is doing well after being admitted overnight, and she has little pain.

Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Conclusion:the complaint was reported as a vaginal burn. The event description and follow up provide evidence that the most probable cause for the burn is a difficulty maintaining a tight cervical seal. The physician states that the first fluid loss occurred at 4 minutes into ablation and that the procedure was restarted at which point an 18cc fluid loss alarm sounded but that no burns were noted. The physician then used an allis clamp and started the procedure again but again a fluid loss occurred. The physician then used a single tooth tenaculum and restarted the procedure with another fluid loss at which point the procedure was aborted and the burn noted. Pages 5 - 7 of the hta users' manual state that patient thermal injuries are a potential adverse event which can result from the hta procedure. Pages 38 - 40 also note the importance of observing and maintaining the cervical seal. Device discarded